Event description:
It was reported that during the initial implant procedure, insulation damage was observed on the right atrial (ra) lead after introduction into the body of the patient. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation damage was not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.